Event description:
It was reported that the customer had a sensor glucose versus blood glucose differences on the insulin pump. The customer blood glucose level was 50 mg/dl. The customer was treated the low with coke. The troubleshooting was performed. The customer troubleshooting was stopped because she is using a (B)(4) product. The customer will call (B)(4).

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.